Event description:
The patient reported non-severe skin irritation in the form of a rash while using an mcot device with the electrode - adapter - flex configuration and the electrode - pad - cloth - nissha a10042 (electrode lot #425069). The patient sought medical treatment for the rash and was prescribed a topical steroid. The patient declined a break in service and is continuing device monitoring. The patient confirmed following the recommended skin preparation steps. The patient has a history of skin sensitivity/allergy to adhesives.

Manufacturer narrative:
The patient reported non-severe skin irritation in the form of a rash while using an mcot device with the electrode - adapter - flex configuration and the electrode - pad - cloth - nissha a10042 (electrode lot #425069). The patient sought medical treatment for the rash and was prescribed a topical steroid. The patient declined a break in service and is continuing device monitoring. The patient confirmed following the recommended skin preparation steps. The patient has a history of skin sensitivity/allergy to adhesives. The flex wire adapter was not returned for evaluation. Engineering evaluation was unable to be performed as the flex wire adapter was not returned. The flex wire adapter while unitlizing the electrode - pad - cloth - nissha a10042 is single use and disposed after use; therefore, it is not likely to be returned. The patient reported following skin prep instructions and has no known skin sensitivity or allergies to metals or adhesives. Any skin irritation is most probable to be a bio-incompatibility issue with the electrode adhesives. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factors were identified and/or attributed to electrode skin irritation and associated symptoms. The patient is elderly and over 65 years old and has a history of skin sensitivity/allergy to adhesives. The product labeling advised patient of alternate options and other steps to take if skin irritation develops, including healthcare professional contact as needed.